Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors were blunt and when removed to replaced it was noticed that wires were exposed. No foreign materials were left or found in patient. The procedure was completed with no reported injury using replacement scissors.